Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported problem. Further investigation was performed; customer's reported problem was repeated, duplicated multiple times during functional test. Air detector failed. The detector was replaced to correct the problem.

Event description:
Information was received regarding a cadd solis vip pump. It was reported the device was alarming "air in line" when no air is present. There was no patient involved.